Event description:
Consumer reported complaint for error messages (e-3 and e-0). During the call, a blood test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/24/2023 and open vial date is one week prior to call. The customer reported feeling tired; medical attention was not needed at the time of the call.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 02-aug-2022. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were returned for evaluation. Product testing was performed. Defect found on returned meter - e-2. Reported defect not reproduced on returned strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Product evaluation has been completed root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.